Manufacturer narrative:
(B)(4). Citation: interactive cardiovascular and thoracic surgery (2018) 1¿2; doi: 10.1093/icvts/ivy006.

Event description:
It was reported in a journal article that the patient underwent a redo-bentall operation for the aortic pseudoaneurysm. Absorbable hemostat was used to control the persistent bleeding around the new aortic root graft during the procedure. On postoperative day 9, patient¿s labs showed elevated white blood cells (wbc) and c-reactive protein, but was asymptomatic. On postoperative day 13, the patient was still asymptomatic, but wbc and c-reactive protein were still elevated. Enhanced CT revealed suspected abscess. Due to these results, the patient was suspected to have mediastinitis and underwent an emergency reoperation. On the site of the CT findings, internal accumulation of absorbable hemostat remnants were discovered. The patient was treated with intravenous antibiotics until culture of the intraoperative specimen showed no organism. Post-op CT confirmed disappearance of the occupied space around the aortic graft. The authors stated that the inflammatory markers could be elevated during normal healing process or as a reaction to absorbable hemostat. Furthermore, radiologist should be informed of presence and location of absorbable hemostat to ensure appropriate evaluation and avoid unnecessary treatment.